Event description:
The patient reportedly developed an infection and experienced drainage and skin erosion, exposing the internal device. The patient's device was explanted. The infection has resolved. Reimplantation surgery is scheduled.